Manufacturer narrative:
The customer reported missing low glucose alarms with freestyle libre 2 application. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of android 14 is not compatible with the reported application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy 23 android operating system version 14.the low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness which also resulted in a "smashed face, bruising from forearms till the elbow, nose bone is hurt, and a open forehead." The customer had contact with a healthcare professional who administered a glucose injection and provided "5 stitches" for treatment. There was no report of death or permanent impairment associated with this event.